Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbx1qq, implantable cardioverter defibrillator (ICD), (B)(6)  2013. A 439888, implantable pacing lead, (B)(6) 2013. A 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged and had inadequate sensing. The rv lead was repositioned and it remains in use. It was further reported that the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.